Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antifungal medication (route, dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient remained hospitalized and had not yet recovered from the peritonitis event. Dianeal therapy was discontinued as a result of the peritonitis. Additional information is not available at this time.